Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving an unknown liner was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intraoperatively, excessive trunnion wear and black tissue were noted. The stem, head, and liner were revised to a competitor stem and head, adm/ mdm insert, and mdm metal liner. The rep was not made aware of the condition of the revised liner. The rep provided an intra-operative picture and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intraoperatively, excessive trunnion wear and black tissue were noted. The stem, head, and liner were revised to a competitor stem and head, adm/ mdm insert, and mdm metal liner. The rep was not made aware of the condition of the revised liner. The rep provided an intra-operative picture and confirmed that no further information will be released by the hospital or surgeon.